Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "pain and significant deformity", "baker iii-IV grade capsular contracture", and "intracapsular rupture". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "baker iii-IV grade capsular contracture". Continued e1 phone number: +359()899558841 clarification to partial date of implant: "2016" reported. Clarification to partial date of onset: "2-3 years ago" reported.

Event description:
Healthcare professional reported right side "pain and significant deformity", "baker iii-IV grade capsular contracture", and "intracapsular rupture". The device was explanted without replacement, and discarded.